Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "dr. (B)(6) was final tightening a 7.5x50 xia 3 blocker and the threads from the inner part of the screw head sheared out. The green shards from the threads were removed and a new blocker was placed. He went to final tighten again and the blocker popped out of the screw head at a tilt. Finally he just hand tightened the blocker as tight as he thought it would go before popping out.